Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced discomfort and swelling in the left arm since the implant. Additionally other symptoms like pain, edema and inflammation were mentioned. The patient has a medical history of mastectomy and lymph node removal on the left side and is not device dependent. Therefore, physicians decided to execute a complete system extraction on the left side to see if patient symptoms improve. This left ventricular (lv) lead has not been returned for analysis. No additional adverse patient effects were reported.